Event description:
This 42 year old female underwent removal of bilateral breast implants and capsulectomies on 4/15/92 for chief compliant of breast pain, chronic fatigue syndrome and sleep disorder. The manufacturer of the 1980 implanted breast implants is unknown to this reporting facility. The right implant appeared intact. The left implant is found to have a large part of the silicone contents extruding through the casing. The capsules both demonstrate giant cell reactionsinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.